Event description:
During the procedure the physician was unable to torque the catheter. Upon removal of the sheath it was noted that the sheath was kinked. The pt is reported as fine. The device is not being returned for co's analysis.